Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a shock, this patient presented at the hospital. The device was interrogated and it was confirmed the device appropriately treated the arrhythmia. Immediately after the shock, noise was visible and indicated a lead fracture. Daily measurements indicated a large swing in impedance measurements from 500 to 1200 ohms. Additionally, the threshold measurements had increased and sensing was low. As a result, the lead was surgically abandoned and replaced. It was indicated this patient was not pacemaker dependent. No adverse patient effects were reported.